Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6), implanted: explanted: product type accessory product ID hh9020tdd lot# serial# (B)(6), implanted: explanted: section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-jul-2022, UDI#: (B)(4). H3. Analysis of the communicator found defective recharging circuitry tm90 recharging circuitry is damaged (found micro usb hub bracket broken and burnt diode on charge board) and failed battery charging bench. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that the communicator was not charging, and it had been an issue since saturday. The caller stated that when they plug in the communicator, the orange light will come on, but never go to green. A replacement communicator was requested from the repair department. No patient harm reported. Additional information was received from the patient¿s representative who reported that they received the replacement communicator, but the need assistance with pairing the new communicator. The caller stated they keep getting "not found" and when attempting to tap switch communicator, it still does not connect. The agent walked the caller though restarting the handset, powering on and off the communicator 2 times, toggling bluetooth off and on and still the handset and communicator are not connecting. The caller stated they are seeing "no device found." The agent transferred to hcit (healthcare it) to assist. Hcit sent an email request to the repair department for a replacement handset due to communication error. No patient injury reported.